Event description:
It was reported the pt has not received effective stimulation therapy since she was implanted. An sjm rep met with pt and attempted to reprogram the pt's scs system but could not obtain stimulation coverage of all of the pt's pain areas. Surgical intervention to address the issue is planned for a later date.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.